Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6fr sheath after a carotid artery aneurysm interventional procedure. Reportedly, the guide wire would not go through the proglide device. A new proglide device successfully advanced over the same guide wire and achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular confirmed the reported difficulty inserting the guidewire. Abbott vascular reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there was a similar event identified from this lot. Abbott vascular identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Abbott vascular has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Abbott vascular will continue to trend the performance of these devices.